Manufacturer narrative:
Previously reported on pr 3273801 with MDR# (B)(4). Device investigation is housed within pr (B)(4) with MDR# (B)(4).

Event description:
It has been reported to philips that the tempus ls pacing function failed with the message "defibrillator pacing module hardware failure" during testing. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.